Manufacturer narrative:
H11: the involved roller pump was manufactured in 2006 and according to the analysis of the complaints database no further events related to this unit have been reported in the past. Based on all the collected information, the root cause of the reported event was traced back to a defective motor control board. Failure of electronic boards can be related to multiple and not deterministic factors such as exposure to heat, dust and moisture, accidental impacts (drops and falls), and power overloads/surges but also to variability of micro subcomponents. However, there is no concerning trend for this kind of failure.

Event description:
See initial report.

Manufacturer narrative:
The same date of the submission of the case, a livanova field service engineer was dispatched to the customer. When the arterial pump was switched on, the message "motor control error 432" appeared. The motor control board was replaced to solve the issue. The pump was then thoroughly functionally tested and returned to service. The activity was completed in livanova erp on 23 september 2024, after submission of the initial report. Therefore, a follow up is being submitted. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a s5 roller pump 150 gave a motor control error message when it was switched on. There was no patient involvement.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. D.4 unique device identifier (UDI) number is not available for this product as it is a class ii medical device manufactured before september 24, 2016 which is the FDA compliance date to implement UDI code. H11: livanova deutschland manufactures the s5 roller pump 150. The incident occurred in bad oeynhausen, germany. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.